Event description:
Related MFR report number: 2017865-2024-69627, related MFR report number: 2017865-2024-69628. It was reported, that a patient presented with high pacing impedance on the right ventricular (rv) lead and left ventricular (lv) lead dislodgement, due to twiddler's syndrome. The implantable cardioverter defibrillator (ICD) had also, migrated deeper in the pocket. The physician elected to explant and replace the ICD and rv lead and to explant the lv lead with no replacement. The patient condition was stable.